Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the presence of foreign material in the device casing. The investigation determined that this material was not within the device medication bag or fluid path. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation could not identify a root cause for the observed material.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that foreign material was found in the drug solution during injection. The issue was discovered before patient use. There was no patient involvement.